Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the stapler was not able to fire, the surgeon was not able to pressed the green button and the handle did not squeezed.